Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2017, that the patient¿s lactate dehydrogenase (ldh) was rising. The initial rise in ldh was noted on (B)(6) 2017 to 998 u/l. The patient refused admission at that time. Aspirin was restarted at 325mg daily after it was discovered that the patient had discontinued aspirin approximately one year prior. On (B)(6) 2017, the ldh level peaked to 1393 u/l. The patient was admitted from (B)(6) 2017 for 96 hours of integrilin infusion, and plavix was administered as well. On (B)(6) 2017, it was reported that lower lvad flows were occurring. The submitted log file was reviewed by the manufacturer¿s technical services representative and the data showed an increase in power and flow estimation. A ramp echocardiogram showed some improvement in ventricular function. On (B)(6) 2017, the patient¿s ldh level was still elevated at 1113 u/l. The patient was reported as asymptomatic, and denies any symptoms as of (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.